Event description:
It was reported that the doctor went to remove the oasys screw from the vertebral body with a kocher and the tulip head of the 3.5 x 14mm cortical screw came off of the shaft of the screw. The shaft of the screw stayed in the patient¿s vertebral body and the surgeon didn't want to remove the shaft part of the screw. No replacement device was used.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the tulip head was confirmed to have separated from the screw shank in the xray. Manufacturing records for this product were reviewed and no incidents were found. The IFU states "these implants are temporary internal fixation devices designed to stabilize the operative site during the normal healing process. After healing occurs, these devices serve no functional purpose and can be removed. Metallic implants can loosen, bend, fracture, corrode, migrate, cause pain or stress shield bone. Patients who smoke have been shown to have an increased incidence of non-unions." Conclusion: the patient who was a smoker with poor bone quality, which is addressed in the surgical technique and IFU may have led separation.

Event description:
It was reported that the doctor went to remove the oasys screw from the veterbral body with a kocher and the tulip head of the 3.5x 14mm cortical screw came off of the shaft of the screw. The shaft of the screw stayed in the patient's vertebral body and the surgeon didn't want to remove the shaft part of the screw. No replacement device was used.